Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke in half and was recovered. The procedure was converted to open leg. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. There was evidence of blood and clinical use. The c-ring was intact, and not dislocated as stated in the event description. Evidence of contact with the blade was seen at the front of the c-ring. A functional evaluation was conducted. During the evaluation, it was discovered that the thumb rocker was unable to move the blade. The handle was opened to inspect the components. The pull-rod ball was dislodged from the slot on the rocker arm, preventing movement of the blade. When the pull-rod ball was returned to the slot on the rocker arm, the device became fully functional. Based on the results of the investigation the reported complaint for "broken c-ring" was unable to be confirmed; however, it was confirmed for "bisector blade unable to extend or retract". To verify the product was not released in this condition, the device history record was reviewed for the product lot. The records show the batch was fabricated to all applicable specifications and passed all testing. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).